Event description:
The customer was attempted to be contacted regarding the audio loss safety notice. The customer was unable to be contacted and troubleshooting could not be completed. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.